Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the returned device did not identify disconnected/detached fiber tip. Analysis of the device revealed that the glass cap bevel edge and metal cap were not aligned. The glass cap could rotate independently of metal cap. The glass cap exhibited moderate devitrification at output window. The metal cap exhibited severe detritus adhesion on surface. The outer flow tubing open end exhibited minor scratch marks. There are no signs of tip break/fracture. Based on the device analysis, the product complaint "fiber tip break" could not be confirmed. Based on the observed glue failure finding, an evaluation conclusion code of design inadequate for purpose of the device was assigned to this investigation. A temperature higher or close to epoxy degradation temperature near the laser beam output window may be a major impacting factor leading to epoxy failure. Tissue adhesion from constant and heavy tissue contact could be the major cause resulting in the observed glue failure. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that after 00:14 minutes and 2,196 joules of fiber use, the fiber tip was disconnected from the rest of the fiber. The fiber was not cleaned during the procedure. The fiber was replaced and the procedure completed without patient complications.

Event description:
It was reported that after 00:14 minutes and 2,196 joules of fiber use, the fiber tip was disconnected from the rest of the fiber. The fiber was not cleaned during the procedure. The fiber was replaced and the procedure completed without patient complications.